Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. These two open samples received were checked, and one of them has the aluminum pack stuck to the paper foil of second pack (the first pack sealed to second pack in the 4th sealing). This was viewed in enclosed picture with the evaluation. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: taking into account that the one of the samples received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). It was reported that the first pack sealed to the second pack. Which made it impossible to release the innerpack on the sterile table without help from a second person.